Event description:
It was reported that a user of the ilet system was pre-treating and overtreating perceived or actual low glucose, frequently below 100 mg/dl, and intermittently pausing insulin delivery when glucose began to fall, leading to unstable glycemic control. The user received troubleshooting and education, including best practices for low treatment and a successful factory reset, and was advised to follow up with their care team. Symptoms included hypoglycemia and hyperglycemia, ranging from 55mg/dl to 355 mg/dl. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included customer support review and guided workflow to assess use patterns and device operation, along with education on appropriate hypoglycemia treatment using oral glucose. Investigation of this case revealed user-related use errors and suboptimal treatment decisions rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and behavior.